Event description:
Long delays occurred in the analysis times due to artifacts noted while in use. User states spontaneous gasping of the patient attributed to some of these artifacts. A manual defibrillator was then used on the patient.